Manufacturer narrative:
Other applicable components are: product ID: 9734477, serial/lot #: unknown, ubd: unknown, UDI#: unknown; product ID: 9732266, serial/lot #: unknown, ubd: unknown, UDI#: unknown. A medtronic representative replaced the computer. Upon replacement of the computer, there was no video signal to either monitor. He checked all cable connections with no resolution. It was discovered that there was a frayed fan cable that was causing the video splitter to not get power, but when the fan was disconnected the splitter resumed getting power. No other parts were replaced at the time of the site visit. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the manufacturing representative booted up the system into the spinal software and received an error message stating "error setting up task flow" on the equipment screen. The system then exited the software. Troubleshooting was performed by attempting to delete and recreate the surgeon profile which did not resolve the issue. The representative then uninstalled the software, including unused shared resources, and then reinstalled the software. He went to install spine tools 30 on the system, but received an error stating that they were unable to boot the system, discontinuing the install. The representative did a reboot after the software install and before trying to install spine tools. He additionally was unable to boot into the spine application, as he was getting an error stating that the spine tools database was not found. Attempting to uninstall and reinstall again did not resolve the issue. There was no patient involved.

Manufacturer narrative:
Other applicable components are: product ID: 9734477, serial/lot #: (B)(4); product ID: 9734477, serial/lot #: (B)(4); product ID: 9734477, serial/lot #: (B)(4); product ID: 9734477, serial/lot #: (B)(4). The representative returned to the site to continue testing the equipment. It was noted that first replacement computer (lot number 1728636) would not work with the system. After grabbing another known working system he was able to take the vga from each system and was able to get video on the non-working system. The video splitter, cables, multi-out connection to video splitter, and vga/dvi connection were all checked. At the next site visit, the second replacement computer (lot number 1980220) also did not resolve the issue, but the video signal from another navigation system's computer did output onto the system's monitors. The power from the other navigation system was connected to the system's computer without resolve. After connecting the power from the system to the other navigation system's computer, there was also no video signal. At the next site visit, the third replacement computer (lot number 1510177) and uninterruptible power supply (ups) replacement did not resolve the issue. It was discovered that one of the computers had a slightly damaged dvi port and caused all dvi cables connected to have a slightly bent pin. When the pins were straightened on the cables, the video connected with no issue and the problem was resolved. After exchanging out the previous computers, the software ran as expected. The system then passed a system checkout. The video splitter and ups were returned to medtronic for analysis. No failures were found with either of these components. The original computer and 3 replacement computers with issues identified during system service have all been returned to medtronic and are under analysis at the time of filing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 9733686, software version: 2.1.0. A software investigation analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the reported event was related to an anomaly in the medtronic navigation software anomaly tracking database. A software failure was confirmed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The first replacement computer was returned and was found to have hard drive malfunction. The computer boots normally to the application screen. After launching the spine application there is a message "error caught exception in spine instruments trackables file!" The computer freezes on this screen. Software analysis is pending. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: lot number of the third replacement computer is 1853002, not 1510177. Lot number of ups is 1510177. Correction: the analysis reported in the previous regulatory report was with respect to original computer (lot number 1818115), and not the first replacement computer. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. Device evaluation: the first replacement computer (lot number 1728636) was analyzed. Analysis revealed that the computer had a damaged video output con nector. It would bend cable input pins. While trying to boot, the computer showed a "disk boot" failure. The second replacement computer (lot number 1980220) was analyzed. Analysis revealed that the computer had a damaged connector on the video card. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. The third replacement computer (lot number 1853002) was analyzed. Analysis revealed a damaged video connector. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.